Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 unit timed out too quickly during the procedure. The same unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the jaws had no nonconformities and some signs of clinical usage. There was some evidence of blood. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. Based upon this observation, the reported complaint for "kept shutting off" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).